Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient has been having problems with their device and their physician thinks it maybe flipped. Patient stated that their device doesn't reach up as far up their head as it used to and it is affecting their neck which didn't before. Patient also stated when stimulation is turned on it hurts, which also did not happen previously. Patient spoke to the physician and was told a manufacturer representative needs to check the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had migraines on and off for 15 years and had been in the hospital for a migraine. The consumer further reported the leads moved/slipped down and felt much lower than it did. According to the consumer they felt it lower as they felt it in the neck, and it wasn't going up high enough in the neck. A follow-up appointment was scheduled with the healthcare provider (hcp) for (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that their quality of life had decreased since the device seemed to have switched positions. The steps taken to resolve the flipping and leads slipping were that the rep tried to reprogram the device, but was unsuccessful. The patient will be having surgery on (B)(6) 2017 to replace the device. The patient stated that they love their device. They know that once the device is replaced their life will be great again. The patient stated that they have faith that the new device will work, and they were thankful this type of device was invented. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.